Event description:
It was reported that shaft break occurred. The target lesion was located in the carotid artery. Stenosis was estimated to be over 80% and there was moderate tortuosity in the vessel. After angiography, balloon dilation was performed. A 10.0-31 carotid wallstent was then advanced for treatment. However, during the deployment, a sound of fracture was heard. The physician stopped the operation. The device was recaptured and upon checking, the delivery device of the stent was fractured. Subsequently, another 10.0-31 carotid wallstent was advanced; however, after it was deployed, the fracture sound was heard again. The stent was reconstrained and removed. The procedure was successful using a different device. There were no patient complications reported, and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a carotid device was received for analysis. A visual and tactile examination of the device identified outer shaft break located approximately from the distal end of the t-connector. The stent was located in the correct position. A visual investigation identified no issues with the tip that could have contributed to the complaint incident. This concludes the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the carotid artery. Stenosis was estimated to be over 80% and there was moderate tortuosity in the vessel. After angiography, balloon dilation was performed. A 10.0-31 carotid wallstent was then advanced for treatment. However, during the deployment, a sound of fracture was heard. The physician stopped the operation. The device was recaptured and upon checking, the delivery device of the stent was fractured. Subsequently, another 10.0-31 carotid wallstent was advanced; however, after it was deployed, the fracture sound was heard again. The stent was reconstrained and removed. The procedure was successful using a different device. There were no patient complications reported, and the patient status was stable.